Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Additional steps/test attempts to further support finding: passed clip test. There was no problem detected. The medium-large clip applier part# 470327-12 / lot/serial# (B)(4) was last used on (B)(6) 2022 on system (B)(4) with 96 use remaining. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium large clip applier instrument had difficulty in loading the clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.